Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported an instrument that broke during a procedure where the tip of the instrument remained in the patient's sinus cavity. During the procedure there was a mandatory evacuation of the building due to a gas leak in the building which was ten to fifteen minutes into retrieving the tip of the instrument at which point the surgeon closed the patient. Since the patient's care will require additional surgeries, the tip will be retrieved during a later procedure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
A review of the device inspection records for this lot identified no non-conformances. A visual inspection revealed minor scratches along the length of the instrument (mainly around the handle) which is expected of normal use and a fractured tip. The break occurred perpendicular to the length of the instrument on a plane located at the third set of notches from the tip. There are no indications of manufacturing defects. The most likely underlying cause of the complaint was excessive force experienced at the tip.